Event description:
It was reported that a new ilet pump user experienced a blood glucose drop to 58 mg/dl after announcing and eating breakfast, which had been announced as a ¿more than¿ breakfast on their first-ever breakfast announcement with the device. The user consumed an applesauce cup to correct, and the event was associated with an incorrect procedure related to meal announcement on the user interface. The user was counseled to announce meals at the start of eating, to maintain consistency by selecting ¿usual¿ for typical meals, and to allow at least four hours between carb-containing meals to enable algorithm learning. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcement timing and consistency, with the device component implicated being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.